Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code - no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) and reported the pump was dropped, and the pump died 2 times. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
S/w ver. 4.11c. Retainer ring = black. Case type = ngp. On 02/13/2023 the customer reported a pump error 38. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 38s, motor errors, or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 38 occurred on 02/13/2023 @ 14:51:00. Although the adapt tool does list a pump error 53 (filenumber = 2005, linenumber = 5632) which is an error that could potentially trigger a critical pump error (open book image), it occurs way before the event date. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of a pump error 38 was confirmed in the history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.